Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown screw, lot # unknown item # unknown, unknown screw, lot # unknown item # unknown, unknown cancellous screws 3.5x50mm, lot # unknown item # unknown, unknown cancellous screws 3.5x50mm, lot # unknown item # unknown, unknown ceramic head 36mm-3.5, lot # unknown item # unknown, unknown poly insert, lot # unknown item # unknown, unknown avenir stem size 3, lot # unknown item # unknown, unknown washer, lot # unknown item # unknown, unknown washer, lot # unknown the products involved in the reported event were not returned for investigation; however, two pictures were provided and reviewed. One of the image shows the articulating surface of the femoral head as well as the articulating surface of the inlay while assembled in the shell. The femoral head has several subtle metallic smearings. A portion of the rim of the liner is damaged (abrasion) and there are some biological debris to be seen on the outer rim. The second provided images shows seating side of the femoral head as well as the anchoring surface of the shell and two screws. The femoral head appears inconspicuous. The anchoring surface of the shell as well as one of the screws in the shell is covered in biological debris. Some damage can be observed in the shell, likely coming from contact with one of the cancellous screws (not shown in the provided images). One of the screws in the shell is not covered in biological debris and appears to have fractured. The other screw does not appear to be fractured, but is covered in biological debris. Of note, the anchoring surface of the shell does not display bone ongrowth; however, fdue to the quality of the pictures, a deeper and more accurate assessment cannot ber performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint history could not be performed due to missing reference and lot numbers. An excerpt of the primary surgical report was provided and reviewed by a healthcare professional with the following findings: a modified hardinge approach was used under spinal anesthesia. The femoral neck and head were utilized to prepare a structural graft for the superiorly worn acetabulum, which was secured with two 3.5x50mm cancellous screws and washers. The acetabular shell was placed and fixed with two dome screws. The head, liner, and stem were implanted without complications. The procedure resulted in excellent stability, balance, range of motion, and leg length restoration. Two radiographs were provided and reviewed by a radiologist with the following assessment: there is a left hip arthroplasty with radiolucency surrounding the acetabular implant which is nearly horizontal in alignment and with acetabular protrusio. At least one of the cup fixation screws is fractured. The femoral implant fit and overall alignment are maintained. There are two screws with washers along the superior acetabulum and the screw heads are proud to the osseous margin of the acetabulum. One of the screws is fractured distally based on the available information, the reported event can be confirmed. However, based on the provided information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # unknown, unknown screw, lot # unknown. Item # unknown, unknown screw, lot # unknown. Item # unknown, unknown screw, lot # unknown. Item # unknown, unknown ceramic head 36mm-3.5, lot # unknown. Item # unknown, unknown poly insert, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a left total hip arthroplasty performed on an unknown date. Subsequently, the patient was revised due to implant loosening. The femoral stem remained intact while all other components were revised. No further information has been provided at this time. Approximately 3 screws were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that a patient had a left total hip arthroplasty performed on an unknown date. Subsequently, the patient was revised on due to unknown reasons. The femoral stem remained intact while all other components were revised. No further information has been provided at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown ceramic head 36mm-3.5, lot # unknown, item # unknown, unknown poly insert, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.